Manufacturer narrative:
(B) (4)

Event description:
The pt experienced a reaction to the morphine in the pt's implanted device. The pt stated that the morphine had stopped helping with the pt's pain level. She had developed rashes and welts on her body. The pt stated that her body "pulls electricity out of things and they can't wear a watch." She also stated that her "body managed to suck the pump dry" and as a result she was given more medication. Her hcp was unsure how the pt's body was affecting the pump. The pump had been effective in helping with the pt's pain. The hcp had stopped the pump and then six months later was explanted, due in part to the reaction she had and also related to her leukemia that had "started acting up" again. The pt's leukemia was previously in regression. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.